Event description:
It was reported to medtronic minimed that the customer received the motor processor but did not ack a command from the delivery manager in a reasonable time. Data in the alarm can identify which command it was(pump error 81), but the hrm task did not grant motor power in a reasonable time(pump error 82). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer was able to clear the error and the pump passed the displacement test. The pump did not pass additional testing or the error table indicated that replacement was required. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer reported that insulin in the reservoir lasted longer than the low reservoir alert indicated. Reviewed low reservoir setting and function. The customer reported receiving a replace battery alert/replace battery now alarm after receiving a low battery warning. The pump is behaving normally. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 81 alarm, pump error 82 alarm or low reservoir anomaly noted during test. However, verified in the pump history download the pump alarmed pump error 81 on 11/18/2024 14:16:24.000 and pump error 82 on 11/18/2024 14:16:24.000 due to corroded motor home switch. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No low reservoir anomaly noted during test and customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed pump alarmed pump error 81 and pump error 82 in the history files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.